Event description:
It was reported by the trainer that during in-home life 2000 therapy the device visualized red lights, audible alarms (unable to identity messages/codes) and the patient had an oxygen saturation drop to 40% during activity (baseline of 90-91%). No medical intervention was required. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The trainer notes the following when attempting to switch the patient from his oxygen via concentrator to the life 2000: when disconnected from the concentrator, the flow meter ball jumps past the setting of 10lpm and when connecting to the life 2000 to the concentrator, the flow meter ball drops to 7 lpm despite being set at 10lpm. The patient was advised to contact their durable medical equipment (dme) representative regarding the home oxygen concentrator flow meter readings. Life 2000 malfunction was alleged as the messages/codes were unable to be identified. Hillrom exchanged the device in question and returned for inspection. Follow up with the patient noted they attempted to add a bubbler, however, observed the flowmeter to dropto 9 lpm with the nasal cannula/concentrator set-up alone. It is noted the patient is no longer using the life 2000 as he cannot keep his oxygen saturations up due to the flow meter ball dropping when connected and additionally, the family is concerned it could damage the concentrator, which the patient heavily relies on. The trainer states the device may not be a good fit for the patient; however, at this time the patient is keeping the device. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. The device IFU states the following on the breathe universal circuit connector: the breathe universal circuit connector is used to connect any commercially available non-invasive mask (full face, nasal, or pillows) or tracheostomy tube to a breathe technologies ventilator or compressor. The device IFU states the following caution on the patient circuit: (1) breathe technologies recommends a 90-day replacement schedule for the breathe universal circuit connector and the breathe pillows interface. (2) do not use a breathe pillows interface or breathe universal circuit connector that is cracked, odorous, broken, or kinked. If a damage interface is used, the patient may not receive adequate respiratory therapy. (3) adding humidification or nebulization can increase the resistance of the breathing circuit. The operator of the ventilation system needs to monitor the breathing system for increased resistance and blockage. Inspection of the device by a hillrom technician found the most likely root cause of desaturation was presence of a considerable amount of water in the tubing of the submitted patient circuit, resulting in obstruction of oxygen flow. The event/alarm log suggests that on 19jan.2023 there was a high patient circuit peak pressure event. The technician states this likely occurred due to the presence of water in the patient circuit tubing, confirming that water was likely in the tubing during use. Hypoxemia (low oxygen saturations) is a below-normal level of oxygen in the blood, specifically in the arteries. Normal adult blood oxygen levels typically range from 95 to 100 percent. For this event, there was no injury reported; however, inspection of the device found a considerable amount of water in the patient circuit tubing likely resulting in obstruction of oxygen flow for the patient. Additionally, an alarm was noted in the event log indicating a high patient circuit peak pressure event occurred. If the event were to recur (patient circuit occludes leading to insufficient volume delivery) it is likely to cause or contribute to serious injury or death. However, prevention of this type of event are outlined per the IFU as noted above. Additionally, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.